Event description:
As reported by our edwards lifesciences japanese affiliate, a 23 mm sapien xt began to show signs of calcification approximately 6 years after implant. A patient underwent a transfemoral transcatheter aortic valve replacement with a 23mm sapien xt. Post-procedure, the patient had yearly echo follow-ups and the aortic valve (av) mean gradient (mg) was approximately 15mmhg. Approximately 6 years post procedure the av mg gradient was 25mmhg and the av velocity was 3.4m/s. Approximately 7 years post procedure, the av mg was 68mmhg and av velocity was 5.2m/s. Calcification on the valve was confirmed and the patient was in heart failure. A valve in valve procedure was completed with a 20mm sapien 3 ultra resilia.

Manufacturer narrative:
The exact date of the calcification of the valve is unknown. The date of event ((B)(6) 2022) approximates when the valve first began to show signs of calcification. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.